Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device had scratches on the lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 586 mg/dl. Customer treated their high blood glucose with a manual injection. Customer experienced nausea and thirstiness as a result of high blood glucose levels. Customer experienced small air bubbles inside the tubing. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer received the no delivery alarm during bolus delivery and basal delivery. Customer advised the alarm was a recurring issue and remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.